Manufacturer narrative:
(B)(4).

Event description:
Prior to pump replacement surgery, the pt experienced an infection. The reason for pump replacement was not reported. The type of infection and specific symptoms of the infection were not reported. As of the date of this report, the pt no longer had the infection. Additional information has been requested, but was not available as of the date of this report.